Event description:
It was reported that the lead was replaced due to an outer coil issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is capsure fix, and type of device is implantable pacing lead.